Event description:
Pt had laboring epidural placed. When attempting to remove the catheter, the tip was not attached to the catheter. A CT was done. CT result revealed a tiny retained nonmetallic fragment of epidural catheter localized between the l3 and l4 spinous processes.